Manufacturer narrative:
End user did not provide complaint lot number; thus, a review of documentation and DHR performed on lot numbers shipped to the customer from january to may 2021. Galt did not experience any abnormality or internal nonconforming regarding lot numbers shipped to the customer. All samples and units manufactured to specification and pass quality inspections per applicable drawing. Transitionless micro-introducer kit made from guidewires, transitionless coaxial dilator assembly, needle, stiff transitionless dilator inner assembly, and extension tube with stopcock. It is not clear to galt which one of these sub-components are directly contributed to the incident. The customer stated that the dissection from the micro-puncture kit caused or contributed to the subsequent stroke. Complaint samples discarded by end user. This complaint cannot be confirmed regrading product performance standpoint. During complaint history review in galt quality system, it was noticed that many complaints for similar failure category occurred due to end user error, off label use or end user did not follow IFU.

Event description:
As received from healthcare professional/customer "during a right tcar procedure, a dissection was caused by the srm mpk stiff dilator, possibly at the lateral turn of the cca after the clavicle near the access site. This resulted in a questionable filling defect in the proximal-mid right cca with a hazy appearance at the edges of the vessel margins. However, the contrast cleared at the end of the injection. The patient was in stable condition at the end of the procedure, but later suffered a major stroke and was brought back to the operating room for dissection repair of the cca. Patient status: stroke was debilitating and the patient is suspected to require long-term care. No further details are available".